Event description:
The pt reported that the 'up' button started becoming less responsive in the past week. The pt reports, it takes 5 or 6 presses until the pump responds and it does not always click normally.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.